Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: in use, the device became dull. The knife was cleaned, but it was still dull. Another device was used to complete the case.